Manufacturer narrative:
(B)(4). Batch # r92j5u. Investigation summary: the device was returned with the blade cracked inside of the tube. The device was connected to the gen11 to test functionality. It did not pass functional testing and an alert screen was displayed. Upon disassembly of the device, it was noted that the blade was cracked inside of the tube at the curvature side/opposite curvature side. This is consistent with a side load being applied to the blade while active with the jaw closed. In addition, it was also found that there was a cracked internal component; the y-link. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a hysterectomy procedure, the device stopped working, showing an error on the generator screen. It said error in the device. Change for new. There was no patient consequence.